Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. No evidence of the adhesive pad becoming separated from the device was observed during the investigation. The pod was received with the soft cannula deployed. Fluid was able to flow through the complete fluid path though the soft cannula was found to be stretched and the distal tip damaged. The exact cause and timing of the damage could not be determined. The download data from the pod showed no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.

Event description:
It was reported the patient's blood glucose level rose over 250 mg/dl while wearing the pod between 4 and 24 hours. The pod was separating from the adhesive backing.